Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the disposable pipette tip in the problem area was cracked. All plunger and tip clamps were checked. The sample arm positioning was recalibrated. Two contact springs were replaced. The instrument was tested without further problem and returned to service.